Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performance and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead screw marker failed to indicate whether the screw was deployed or not under fluoroscopy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.